Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported that the pulse generator was exposed (eroded), which led to infection. A procedure has been scheduled to explant this right ventricular (rv) lead, as well as the pulse generator. No action has been taken at this time, and the devices currently remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the pulse generator, and this right ventricular (rv) lead were exposed (eroded), which led to infection. Both devices have been explanted. No additional adverse patient effects were reported.